Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was between 54-500 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.